Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed all supplies to resolve the issue. Additionally, it was reported that the pump time was incorrect, cause was unknown. As well, as that the pump touch screen was often unresponsive. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided.